Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a blank display and that the insulin pump has been dropped. The customer's blood glucose level was 347 mg/dl. The customer performed the self-test and it passed. The customer was advised to monitor the device and call back if issues persisted. The customer was sent a replacement battery cap. Nothing was replaced or returned.